Event description:
As reported, while inserting a 5f mynx control vascular closure device (vcd), the physician noticed the sleeve that houses the sealant started to split and exposed the sealant. The device was removed and replaced with another 5f mynx control vcd to achieve hemostasis successfully. There was no reported patient injury. The device was used for a diagnostic peripheral procedure using a retrograde approach. The mynx vcd was stored and prepped according to the instructions for use (IFU). A 5f non cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2114401 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, while inserting a 5f mynx control vascular closure device (vcd), the physician noticed the sleeve that houses the sealant started to split and exposed the sealant. The device was removed and replaced with another 5f mynx control vcd to achieve hemostasis successfully. There was no reported patient injury. The device was used for a diagnostic peripheral procedure using a retrograde approach. The mynx vcd was stored and prepped according to the instructions for use (IFU). A 5f non cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant sleeve assembly was slightly kinked/bent with the side slits slightly open. The sealant was not exposed along the catheter, remaining in the manufacturing position. The procedure sheath was not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified. Per functional analysis, a simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. The returned device performed as intended per the mynx control IFU. Per dimensional analysis, the slit length was verified and noted to be within specification. Microscopic analysis showed that the sealant sleeve assembly was slightly kinked/bent, and that the sealant was not exposed along the catheter, remaining in the manufacturing position. A product history record (phr) review of lot f2114401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control sealant sleeves frayed/split/torn-in patient ¿ was confirmed during analysis of the returned device. The reported ¿deployment difficulty-premature¿ was not confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Handling factors may have contributed to the reported events. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve assembly is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the events experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.